Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Worsening knee swelling [joint swelling], worsening knee pain [arthralgia], worsening knee redness [erythema], left knee aspirated [joint effusion]. Case description: initial info was received on 22-may-2008 from hcp via company rep regarding a (B) (6) female pt, (B) (6), with an unspecified medical history. The pt received an injection of synvisc in the left knee on (B) (6) 2008. Two days after receiving the injection, she experienced progressively worsening knee pain, swelling, and redness. On (B) (6) 2008, hcp reassessed the pt's symptoms and diagnosed her with an adverse reaction to synvisc. At the time of this report, the outcome of the pt was unk. No further info provided. Add'l info was received on 13-jun-2008 from hcp. The pt has a medical history of mild left knee osteoarthritis for duration of (8) months with previous nsaid therapy. Hcp provided synvisc lot# v07251. Effusion was not collected prior to synvisc injection on (B) (6) 2008. On (B) (6) 2008, the pt experienced worsening knee pain, swelling, and redness. On 21-may-2008, 30 cc of joint fluid were removed from the pt's left knee and the pt received a 1 cc injection of depo-medrol 80 mg/ml. All the events abated by (B) (6) 2008. Hcp causality assessment for the relationship of the experienced events to synvisc was definitely related. At the time of this report, the outcome of the pt was recovered. No further info provided.